Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose value at time of incident was 42 mg/dl at the time of incident and other 98 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event customer had treated with food and glucose tablets. Customer was neither in emergency room, nor admitted into hospital. Customer declined troubleshooting. The insulin pump will not be returned for analysis.